Event description:
See initial report.

Manufacturer narrative:
The pump was returned for further investigation. During the evaluation it was found that the pump motor had a rusty and damaged bearing which led to the reported malfunction.

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). The livanova field service representative inspected the device internally and found that the patient pump 1 was stuck. He replaced the part and was thus able to remove the problem. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message during the repair of the unit for a different issue. There was no patient involvement.